Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 398 mg/dl. Customer had high blood glucose since last night 390 mg/dl, on saturday it was over 400 mg/dl, corrected with the insulin pump and sunday night blood glucose 130 mg/dl. Customer experienced symptoms related to high blood glucose nausea. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not used auto mode feature at time of high blood glucose event. Customer reported they did not high-pressure test and test was passed. At the end of the call- 1.5 hours after last injection, dexcom reading over 400 mg/dl, 293 mg/dl. Customer stated at first that he did not have any changed the story to having multiple changes in the insulin pump. The insulin pump will not be returned for analysis.